Event description:
Event description cpi received information that during the implant procedure intermittant shorted shocking lead messages were noted with high energy shocks. The setscrews were re-tightened and afterward normal shocking impedances were observed. During pre-discharge testing of the system, shorted shocking impedance measurements were noted again and the patient had to be externally rescued. The implantable cardioverter defibrillator (ICD) was evaluated and found to be functioning properly but was removed anyway. Testing of the chronic lead with an ecd noted an impedance of zero, which confirmed the shorted lead condition. The lead was removed.